Event description:
Customer reported via phone call that they experienced high blood glucose level of 519 mg/dl. The customer had treated with manual insulin injection. Customer's blood glucose value was 380 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.